Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 76, 21 and 40 mg/dl. The customer stated her expected blood glucose test result range is 80 mg/dl fasting and 140 mg/dl 2 hours after meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was not performed by the customer. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is (B)(6) 2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 86 mg/dl date: (B)(6) 2026 time: 9:02am fasting am. Result 2: 76 mg/dl date: (B)(6) 2026 time: 9:000am fasting am. Result 3: 93 mg/dl date: (B)(6) 2026 time: 9:30am fasting am. Result 4: 21 mg/dl date: (B)(6) 2026 time: 9:27am fasting am. Result 5: 99 mg/dl date: (B)(6) 2026 time: 9:02am fasting am. Result 6: 40 mg/dl date: (B)(6) 2026 time: 9:00am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.